Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient's history screen showed many pump disconnects, pump stoppages, and low flow. The system controller cell module battery was alarming and the battery was replaced, however, the next day it alarmed again. The vad coordinator also noticed a slit in the patient's percutaneous lead. The lead was covered with rescue tape.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.